Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, red particles in shell, underweight, flat creases, around 0-25% of the shell is missing. A microscopic analysis was performed which identified: broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification), broken shell with striated edge on posterior, anterior and radius side assessed as surgical damage consist in the use of some surgical tool, a curved striated opening on anterior side assessed as surgical damage and nicks with striations on anterior side assessed as surgical tool scratch like. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Broken shell with striated edge assessed as surgical damage consist in the use of some surgical tool. A curved striated opening assessed as surgical damage consist in the use of some surgical tool. Missing shell that is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device was explanted.